Manufacturer narrative:
(B)(4). Results: (perforation of the aortic vessel and surrounding vasculature), (severely calcified iliac arteries), (stent, balloon). Conclusion: (severely calcified iliac arteries), (stent, balloon).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 1 month ago. Vessel morphology was reported as having severely calcified iliac arteries that measured 7 mm in diameter. It was reported that the iliac arteries were pre-dilated with a balloon. During the pre-dilatation, the right iliac artery was perforated with a balloon. A competitor's stent was placed to cover the perforation after which the delivery system of the bifurcated stent graft was inserted and the stent graft was successfully deployed. During removal of the delivery system, the tapered tip got caught on the competitor's stent and could not be removed. The spindle and the tapered tip were completely docked. The physician pierced the delivery system with a needle, inserted a wire and advanced a small balloon over the wire. The balloon was inflated at the area where the tapered tip was stuck on the stent. This procedure successfully released the delivery system. No further intervention was required. No additional clinical sequelae were reported and the pt was fine.